Manufacturer narrative:
Investigation found that the flex ribbon was loosely seated in the connector on the ut board. After re-inserting the ribbon and tightening the connection, the display returned to its normal function.

Event description:
It was reported to covidien that the unit's display was missing some segments. No patient harm was reported.